Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented to clinic with their implantable pacemaker failing to interrogate multiple times. Device was explanted and replaced on (B)(6) 2020. Patient condition was stable after the event.

Manufacturer narrative:
Analysis was normal. No anomalies were found.